Event description:
Healthcare professional reports right side baker IV capsular contracture, peri-implant fluid of unclear etiology, likely rupture, and breast implant contour irregularities. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, seroma-late.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6 device evaluation: the device related to the reported event of capsular contracture/rupture/seroma-late/wrinkling was received on (B)(6) 2022, with lot number 3299284. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening striated on radius side assessed as surgical damage. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ seroma-late: unable to confirm as it is a medical event not related to the device. ¿ wrinkling: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.